Event description:
Intuitive surgical, inc. (Isi) received voluntary medwatch user facility report mw5169746 stating: "patient presented to surgery on (B)(6) 2025 for robotic right video-assisted thoracic surgery (thoracoscopy) -upper lobectomy and lymphadenectomy. Reported when the robotic bipolar maryland forceps were being used, the maryland tension cable snapped with a piece of the cable located inside the surgery site. The manufacturer rep and the robotics coordinator were notified. The chest was irrigated with no other pieces of the device were found." Follow-up with the site confirmed the device wire broke during dissection, resulting in a fragment falling inside the patient. The surgeon believed the cable breaking caused the detachment, and one fragment was retrieved and shown for verification. The cavity was examined via robotic camera, confirming no remaining pieces. A handheld snowden instrument was used to retrieve the fragment, and no additional surgical procedures were required. No post-operative tests, such as x-rays or ultrasounds, were performed to check for remaining fragments. The procedure was successfully completed robotically using a new maryland instrument as a backup. The patient sustained no injuries and has not returned to the hospital due to post-surgical complications related to a retained foreign object. No photographic images or video recordings of the procedure have been confirmed for isi review.

Manufacturer narrative:
The maryland bipolar forceps has not been received for failure analysis evaluation.